Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the cursor was jumping away from the stylus position on the screen. The issue was related to a defective stylus controller board. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.